Manufacturer narrative:
This report is for (2) prodisc-c implants /unknown lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It wa reported that a patient reported he was injured at work on (B)(6) 2009 from operating a heavy machine when he heard a "pop." He visited a chiropractor who advised him to see an orthopaedic surgeon. He presented herniated discs as a result of moving a heavy load and was implanted with two prodisc-c implants at levels c5-c6 and c6-c7 on (B)(6) 2010. He stated the implant procedure went great and there was no delay. The patient now reports his doctor has told him he currently has multi-level radiculopathy and mild myelopathy. It was also reported he has radiating pain in his arms and hands as well as his cervical area. When he turns his head to the left, he passes out. This has occurred several times. He has spasms on his left side and has cervical pinch up. He is losing grip in his right hand and losing function in both hands. On his right side, he has pain if he coughs or sneezes. He is starting to have issues while walking. Post surgery on (B)(6) 2010, he visited the implant surgeon again and the surgeon stated he had diminished reflexes, weakness to his left upper extremity, diminished grip strength along with stenosis. He has seen eight doctors due his condition (and requests by the office of worker's compensation program). He has had a spurling test, nerve conductive tests, x-rays, and an MRI without contrast (due to his being allergic to the dye). The doctors cannot tell if he has an impingement. They stated he has peripheral nerve damage. He has been prescribed vicodin, ocycotin, percocet, and an unknown muscle relaxer. He sees the implant surgeon every year and last saw him in (B)(6) 2015. He stated the implants were checked and they haven't moved. The surgeon has stated he has radiculopathy and cannot work. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient date of birth not reported. Unknown exactly when pain started. This report is for one prodisc-c implants /unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.